Manufacturer narrative:
The associated implantable cardioverter defibrilator was removed from service electively without allegation. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The outer insulation, inner insulation, and rs- coil wire were consistent with the specified materials for this model of lead. The three rs- coil wires were fractured at 190 mm, with a secondary fracture of one wire 24 mm distal to the primary fracture. Evidence of fatigue and overload were found on one of the primary wire fractures, while the other two were obscured by mechanical damage. Evidence of fatigue was observed on the secondary fracture.

Manufacturer narrative:
Preliminary analysis findings indicate that this lead is fractured.

Event description:
Boston scientific received information that this transvenous right ventricular lead exhibited greater than 3,000 ohms pace impedance as well as noise oversensing leading to two inappropriate shocks. It was noted that there had been 40 other episodes of diverted noise and non-sustained ventricular tachycardia. The noise was reproducible. The patient stated that he'd been working on his four-wheeler when he'd been shocked which occurred two days before the dramatic change in impedance. There were no other adverse patient effects.